Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted during a system revision due to infection and erosion. There were no additional adverse effects reported.

Manufacturer narrative:
This report is being filed to correct the explant date that was inadvertently left off the initial report. (B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted during a system revision due to infection and erosion. There were no additional adverse effects reported.